Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number and batch/lot number) is unknown.

Event description:
It was reported the plate broke post-operatively two months after the inital implant procedure, and the plate and screws were explanted. No other information is available. This report is related to report number 3025141-2022-00205 for the plate involved in this event.

Manufacturer narrative:
The following devices were returned for evaluation: part number 70-0307 "olecranon plate, standard 7-hole rt" batch number 515177. Part number 30-0246 "3.5mm x 36mm locking hexalobe screw" batch number 523900. Part number 30-0237 "3.5mm x 18mm locking hexalobe screw" batch number 524426. Part number 30-0237 "3.5mm x 18mm locking hexalobe screw" batch number 524426. Part number 30-0328 "2.7mm x 16mm locking hexalobe screw" batch number 520187. Part number 30-0326 "2.7mm x 12mm locking hexalobe screw" batch number 520810. Part number 30-0236 "3.5mm x 16mm locking hexalobe screw" batch number 514956. Part number 30-0330 "2.7mm x 20mm locking hexalobe screw" batch number 471441. Part number 30-0328 "2.7mm x 16mm locking hexalobe screw" batch number 540876. All items were returned in full. The returned parts were examined with magnified photography. The observed phenomena included: [olecranon plate batch 515177] anodization/coloration loss was noted on the underside of the plate by the breakage as well as in several threaded holes and compression slots; holes with anodization loss on the thread also had visible brown discoloration/corrosion. Surface scratching was prevalent. Breakage occurred through the second threaded shaft hole as measured from the cluster; breakage was roughly textured and jagged with no discernable flat/smooth fracture plane or necking/ductility. [36mm screw batch 523900] wear on and in the drive feature. [18mm screw batch 524426 2x] wear on and in the drive feature. Yellow debris present in trough/root of shaft threading; non-corrosive brown discoloration in the shaft threading; bone debris in locking thread. [16mm screw batch 520187] wear on and in the drive feature. [12mm screw batch 520810] wear on and in drive feature. Yellow/bony debris present in locking thread. [16mm screw batch 514956] wear on and in the drive feature. [20mm screw batch 471441] wear on and in the drive feature. [16mm screw batch 540876] wear on and in the drive feature. The returned plate had a highly textured surface indicating that the device failure may have been caused by sudden application of a large load. As the customer event includes no details other than "plate broke post operatively," (e.g. No event specifics, no info on patient physiology/weight, time since implant, patient activity level) the root cause of the reported event could not be determined.